Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent an endovascular procedure using a gore tag thoracic endoprosthesis (tgu373720j/14790533) for an acute type b aortic dissection repair. The patient tolerated the procedure. Date unknown: an angiography revealed a proximal type I endleak. The physician planned to do an additional procedure for the endleak. On (B)(6) 2016, the physician performed banding and total debranch. On (B)(6) 2016, an additional stentgraft was implanted for the proximal type I endleak repair. The physician commented as follows. The coiling of the left subclavian artery might not be fit. This caused the proximal type I endleak.